Event description:
The customer reported that during the laser portion of the procedure suction was lost during treatment. The pt was redocked and the laser procedure was completed. While in the operating room the posterior capsule tore. The surgeon stated that during the actual laser treatment she was holding the pt's head and could feel the pt moving. There was not loss of vitreous fluid, no vitrectomy was performed, and an intraocular lens was placed with no resulting injury.

Manufacturer narrative:
The surgical settings were reviewed and there was nothing identified that would cause or contribute to a posterior capsular tear. Capsular tears are an inherent risk of cataract surgery. The device history records were reviewed and there were no unusual findings related to the reported issue. (B)(4).